Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 2.9 mmol/l and 23.8 mmol/l within 10 minutes on the mobile system. Customer reported feeling very "sick" when these results were obtained. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.